Manufacturer narrative:
The customer declined to accept the service offer. No ge healthcare service representative has visited the site and no service has been provided. No further information is available regarding the resolution of the reported issue. Customer reports no patient information available.

Event description:
The hospital reported a malfunction allowing only volume control mode of mechanical ventilation. There was no report of patient injury.